Event description:
User reports erroneous sodium and potassium results for multiple pt samples. Exact number of pt samples affected was not known. User provided results for only one pt sample, which were determined to be discrepant. Initial sodium gave 121; repeat gave 140 mmol per l. Initial potassium gave 3.7; repeat gave 4.3 mmol per l. Corrected results were sent out. User did not know if pts were treated based on the erroneous results reported, but stated she has not had any complaints. The field service rep determined the cause to be a clogged ise sv11 valve and removed clog from sv. Calibration and controls were run to verify analyzer was operating within specification.